Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. Please note this case refers to patient 2. There are two patients involved for this incident (see clm 03548488 for the first patient).

Event description:
The customer reported an error in the machine interface.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the software logs, a field with prescription 974.5 mu was entered for treatment. During the treatment delivery, an error occurred and the machine went offline briefly. After this, an abnormal termination message was noted. At the time of the message, mosaiq was aware that a count of 20.8 mu had been delivered to the field. Mosaiq displayed this value (20.8 mu) on the abnormal termination form which provided three choice options to the user: a) the treatment information is correct. Record the treatment. B) monitor units were delivered, but the value is not correct. Manually record the treatment. C) no monitor units were delivered. Exit the field and do not record the treatment. The user selected the first option, and 20.8 mu was recorded. Whenever a communication time out is encountered, the site must confirm the actual mu amount delivered on the treatment machine counter or linac service logs. A manual recording of 953.7 mu was entered by the customer for the field. Mosaiq did not have any malfunction and was working as designed and intended. There was no patient mistreatment based on the user's actions. This issue would not lead to serious injury if this were to re-occur.